Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that milrinone and heparin 100 units/ml were infusing via the left femoral central venous line (cvl) distal lumen when it was noted upon assessment that there was a sluggish blood return and when flushed a leak at an unspecified area was observed. The proximal port that was also infusing heparin 1 unit/ml demonstrated no blood return and when flushed a leak at an unspecified area was observed. The decision to remove the central venous line was made and two peripheral IV lines were placed. The customer alleges that the maxzero¿ valve is not working correctly and is causing the multiple line occlusions they are experiencing. There was no report of patient harm.